Manufacturer narrative:
The insulin pump alarmed failed battery test after battery insertion due to corroded battery tube. Operating currents, low battery alarm, off no power alarm, and lost sensor alarm due to failed battery test alarm. The device had cracked battery tube threads, broken belt clip slot, and cracked reservoir tube lip. No broken battery tube threads noted. (B)(4).

Event description:
Customer reported via phone call, the corner near the battery compartment is chipped off. Customer got the low battery alert and she changed the batter. The device won't come right back on. The device is also alarming lost sensor. Troubleshooting was performed and it was noted the batter lasted over a week. Customer stated the battery cap couldn't be screwed all the way in. Customer's blood glucose was 140 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.